Event description:
The user alleged that while using the system, there are consistant inaccuracy issues of 1-3cm. The user reported that when proceeding to navigation the screen shows the locatable guide well outside of the airway despite being in the large main bronchus. The physician decided to cancel the procedure. There was no harm or injury to the pt.